Manufacturer narrative:
Article citation: mcgenity c, cratchley al, a case of breast implant-associated anaplastic large cell lymphoma (bia-alcl), diagnostic histopathology, 29 jan 2021; 1-3. The events of seroma-late, lymphoma-alcl-suspected and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphoma-alcl-suspected and granuloma.

Event description:
Through journal article "a case of breast implant-associated anaplastic large cell lymphoma (bia-alcl)", a patient was reported to experience "swelling, identified as seroma" on unknown side. Cytological analysis of seroma fluid confirmed cd30+, no confirmation of alk-. Hence malignancy cannot be diagnosed. Device was explanted with total capsulectomy during which four firm nodules were found containing silicone, a foreign body giant cell reaction and patchy chronic inflammation suggestive of previous implant rupture. The manufacturer of the device is unknown.